Event description:
The home pt contacted baxter technical services to report a caution negative ultrafiltration (uf) alarm. During that call, the technical service rep (tsr) reviewed therapy info and noted that the night cycle 1 reading was 623. This uf indicates that the pt drained 623 ml more than her programmed fill volume of 2000 ml. The total drain volume for this cycle would have been 2623 ml, indicating an overfill. There was no pt injury or medical intervention noted in the initial contact. F/u attempts have been made to contact the home pt. No further info is available at this time. If add'l details related to this report become available, a f/u MDR will be submitted.

Manufacturer narrative:
Customer could not be reached for sample request.